Manufacturer narrative:
(B)(6). Occupation: technical coordinator.

Event description:
Information was received indicating that a smiths medical level 1 fast flow system alarmed when it was brought into the operating room for a bleeding patient. The patient had a sudden huge blood loss and blood needed to be given immediately. Upon opening the level 1, it just kept on alarming at the filter part. In order to spot the alarm, someone else needed to hold it down in place. Each time the unit was touched it would start alarming once again. The level 1 machine was too sensitive at the filter part. The machine was taken out of the room immediately as it was not fully functional. The site could not use the device as it kept alarming during a massive transfusion protocol. There was no reported adverse event.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the device ran an infusion overnight and no alarms occurred. The device was found to perform as expected during testing. The reported issue could not be confirmed during testing.